Event description:
Customer stated that the tumescent pump was not properly functioning. When the tubing is connected to the motor it is running, but the pump is not delivering fluid through tubing. No patient injury noted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: a sample was received for evaluation and the complaint was confirmed. The safety drive key was found broken/damaged.